Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after being implanted for 41 months. The patient is paced 18% of the time. Four shocks have been delivered. It is questioned whether this device prematurely depleted.